Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the self-adhesive from the infusion set was not sticking to the patient's skin. The infusion set was falling off from the patient's body. No adverse event was reported. Return of the suspect device was requested for evaluation.